Manufacturer narrative:
The actual sample involved in the reported incident was not returned for evaluation. No additional information, pictures or videos were received. Because a sample was not returned for examination, it was not possible to evaluate it as part of a comprehensive investigation analysis. A device history (DHR) review for lot # 1524400100, product ID #888160556 revealed no discrepancies that may have contributed to the reported condition. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all DHR¿s are reviewed for accuracy prior to product release. If the sample is returned in the future, this complaint will be re-opened for further investigation. The available information was analyzed and it did not provide sufficient information/samples to confirm a root cause for the event. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an umbilical vessel catheter. The customer states the catheter cracked. When the crack was detected, the nnp removed the catheter and inserted another one without any problems.